Event description:
It was reported that the device exhibited error code 1260. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Tamper seal was broken or removed. Unable to review the event history log due to the constant alarm message error code 1260 on the pump display. The complaint was confirmed. Root cause was an inoperable pcb board, which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.